Event description:
An open surgery on the lumbar spine for a cortical bone trajectory (cbt) fusion of vertebrae l4 and l5, for spondylolisthesis and spinal stenosis, with intended placement of 4 cbt screws bilateral in l4/l5 for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array with 3.2mm schanz pins and the 2-pin fixator to the right iliac crest. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation, verified the accuracy at a bone screw placed in the region of interest, and accepted the registration. Used the navigated pointer to determine the entry point of the cbt screw placement, and the desired cortical bone trajectory. Manually aligned the not navigated non-brainlab drill to the formerly determined entry point and direction, to create the pilot hole, first in right l4. After creating the right l4 pilot hole, verified the applied path with the navigated pointer, and determined that the drilled trajectory appeared differently in the navigation display than formerly desired and determined. Noticed that the navigated pointer had a bent tip, navigation also showed deviations of the pointer location when it was rotated on the reference screw. Replaced the bent pointer with a different not damaged pointer also available at this surgery. Decided to correct the pilot hole, additional minor cortical enlargement drilling was required to be able to correct the path in right l4. Continued to tap the pilot hole with the non brainlab tap, and to place the cbt screw with a non-brainlab screwdriver, with also these both instruments not navigated but manually aligned to the trajectory beforehand determined - and to the pilot hole formerly verified- with the navigated pointer. Performed the remaining 3 cbt screw placements in l4 and l5 with the same method as above. Verified with a post-placement intra-operative CT scan, that all screws were placed correctly, and completed the surgery successfully as intended. According to the surgeon: the deviation of the first vertebra pilot hole drilled was detected by the surgeon with navigation before placing the corresponding cbt screw, and the pilot hole was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 10min. There was also no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels) due to the pilot hole deviation. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole was drilled in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the first vertebra pilot hole drilled was detected by the surgeon with navigation before placing the corresponding cbt screw, and the pilot hole was corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 10min. There was also no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels) due to the pilot hole deviation. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the use of a navigated pointer that was bent, i.e. Damaged due to long term use and/or improper handling at the hospital, most likely contributed to the inaccurately drilled screw path at the right pedicle of the spinal vertebra l4. Navigated was only the pointer to determine the entry point and trajectory, whereas the following actual drilling of the screw path (pilot hole) in the bone was aligned manually by the surgeon without navigation, manually to the formerly determined entry point and direction. The drill to create the pilot hole was not navigated, i.e. Not tracked by navigation. The brainlab navigation offers functions to navigate also these invasive instruments. Despite brainlab is not in a position to determine if a deviation has occurred during the non-tracked drilling of the pilot hole, to which the brainlab device (navigation) would not have contributed to, and despite that as per brainlab information the entry point of the drilling was apparently still correct, the use of the damaged (bent) pointer might have caused the navigation to display an incorrect path and angle in the vertebra used to determine the intended direction of the pilot hole from. Apparently, the damage of the navigated pointer was not detected or recognized by the user with the appropriate and necessary careful inspection of the instrument prior to using it for navigation at the procedure. Also, apparently the from its damage resulting deviation of the tracked pointer in the navigation display, in between its position displayed on the registered patient scan and its position on the actual patient anatomy, was not recognized by the user with the appropriate and necessary accuracy verification during the procedure, before creating the pilot hole. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The bent (damaged) pointer has been replaced at this user facility.